Manufacturer narrative:
Visual assessment of the device showed no ts or suture remain on the insertion needle or were returned for examination. The actuator is in its t2 post-deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time. Device returned for evaluation device evaluated by the manufacturer evaluation codes updated.

Event description:
It was erported that after t1 deployed, the t2 implant came off. No patient injuries were reported.